Event description:
Blade plate, proximal locking screw and most distal cortical screw were already inserted. Second to last distal screw was being inserted in hard bone. A lot of torque being utilized resulted in screw head and last two threads snapping off. Plate portion of blade plate was not fully seated on the femur. Screw initially put in on power, then was put in by hand, and snapped at the last two threads.